Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. Lead revision was attempted four days later however tissue was noted on the helix and lead would not fixate. The lead was explanted and replaced. No patient complications have been reported as a result of this event.